Event description:
It was reported that the patient's right ventricular lead exhibited chronic high capture threshold anomaly. The lead was explanted and replaced. The patient was stable in condition.